Event description:
It was reported that the infusion pump was set up to infuse 500 ml of solution to a pediatric patient at 20 ml/hr. However, the infusion was completed in only 5 hours. The pump was removed from patient use at the time and there was no medical or surgical intervention required for the patient. It was also reported that user error may have been involved.